Event description:
It was reported that a malfunction alarm occurred. The customer's blood glucose level was not impacted due to the reported issue. Reportedly, the customer reverted to manual injections for insulin therapy.